Manufacturer narrative:
A remote service engineer (rse) spoke to the customer and determined there is no connection to the hospital primary server rev b. The rse offered a remote assistance but there was no connection to the server, and the system was not reachable in philips remote service (prs). The customer requested onsite support. The field service engineer (fse) went onsite. The customer discovered failed uninterruptible power supply (ups), and the customer bypassed the ups to resolve the issue. The reported problem was confirmed. No further action is needed at this time.

Event description:
Customer reported their patient information center ix system is down for all monitors on the 1st an 2nd floors. The device was in clinical use. There was no patient harm or injury reported.